Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400mg/dl and the pump alarmed no delivery. The customer treated with insulin. Troubleshooting was performed and found that the pump is able to prime. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. The insulin pump will not be returned for analysis.